Manufacturer narrative:
Method - device not returned. No eval will be performed. Conclusion - no conclusions can be drawn.

Event description:
Information received from our (B)(4) affiliate. On (B)(6) 2011, a pt reported experiencing a medical adverse event while wearing 1-day trueye narafilcon a contact lenses (narafilcon a product is not marketed in the u.s.). The pt experienced tearing and a runny nose when the pt woke up the morning of (B)(6) 2011 after having worn the lenses for 7 hours the night before. The pt reported presenting to an ecp the same day, being diagnosed with staining od, that the "eye was disinfected" and treated with 0.5% vigamox drops. The pt was instructed to d/c contact lens wear and to return to clinic only if the symptoms do not resolve. On (B)(6) 2011, an ecp at the treating clinic was contacted and confirmed that the pt presented (B)(6) 2011 with c/o pain and significant redness od. The pt's corrected va was 1.5 (20/13). A mid-peripheral corneal ulcer was noted at the 12 o'clock position od. The pt was treated with vigamox drops and instructed to return for f/u if symptoms do not resolve. On (B)(6) 2011, our (B)(4) affiliate conducted a face to face interview at the treating clinic; the treating ecp provided add'l info. The ecp confirmed the diagnosis, corrected va and ulcer location. The ecp reported that the ulcer od "could be infectious" although no culture was taken. The ecp also reported that the pt was treated with vigamox drops and tarivid eye ointment and that the pt's symptoms and ulcer resolved in 15 days. No add'l info is expected to be received. The lot number of the product in question is unk. The product in question has been requested for return for eval but has not been received. If add'l info is received, will report within 30 days of receipt. MDR reportable event trends are reviewed quarterly in executive management review meetings.